Event description:
B.5. That intraoperative device diagnostic testing during generator replacement surgery resulted inhigh lead impedance reading (dc-dc code 7 and limit), indicationg possible device malfunction. The high lead impedance reading was obtained after the replacement generator was connectedto the original lead. Subsequent diagnostic testing of the replacement generator alone was withing normal limits, indicating a potential problem with original lead. The replacement generator was reconnected to the original lead and proper connection was confirmed; however, repeat device diagnostic testing again resulted in high lead impedance reading. The surgeon did not want to perform the lead replacement and decided to close the patient. Treating neurologist indicated that there were no signs of high impendance prior to generator replacement surgery. Lead break is suspected. An additional surgery is planned, during which the original lead will likely be replaced.